Manufacturer narrative:
Without a lot number a review of the manufacturing records could not be conducted. Hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. The provided information indicates that the ventralight st was explanted in (B)(6) 2013, however the event description alleges the mesh has "now failed," therefore the patient's clinical course is unclear. The maude event report did not include contact information for the complainant; as such no attempts can be made to request additional information. Based on the information provided at this time, no conclusions can be made. Should additional information be provided, a supplement MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported via maude event report (mw 5070210): "implanted bard umbilical hernia mesh (ventralex) failed and had to be removed. Ventralight st mesh was implanted as a replacement. Ventralight st has now failed and need additional surgery for repair."